Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The evaluation of this complaint has been confirmed. The problem was caused by baxter's mini cap supplier during manufacture process. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international (B)(4) report of a cracked minicap where when the minicap is twisted leaks iodine. There was patient involvement but no patient injury or medical intervention.